Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when turning the system on, it would boot to the ubuntu screen, abut would not allow to enter in the main start up screen. The manufacture representative was able to choose advanced options on this screen and then fix which resolved the issue. The solid-state drive (ssd) was replaced. The system then passed the system checkout and was found to be fully functional. The ssd was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported the system would not boot. The system would show the ¿further together¿ screen then move to the ¿ubuntu¿ launch screen which prompted them to select ubuntu, memory test, etc. When selecting ubuntu or letting it stay on that screen, the system would just move to a blinking underscore and would not move further. After 5-10 minutes of waiting without resolve, the site aborted the use of the navigation system and continued the procedure with a different manufacturer¿s navigation system. This issue occurred preoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.